Event description:
A jagtome sphincterotome was being prepared for an endoscopic retrograde cholangiopancreatography (ercp) procedure (age, weight unknown). According to the complainant, the tip was noted to be frayed and the plastic was separating from the tip . The procedure was completed with another of the same device and there were no patient complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as product has been disposed. A review of the device history record was performed and revealed no anomalies.